Event description:
It was reported that bd insyte autog bc global needle did not retract. The following information was provided by the initial reporter, translated from french to english: I am taking the liberty of contacting you because the maternity department contacted us on (B)(6)2024 to inform us of a problem when using reference: (B)(4) / lot: 4152470 / exp: 31.05.2027. ¿catheter canula does not retract. Obliged to deperfuse the patient to remove the canula, even manually it doesn't come out¿. This happened several times with different ides and different patients. The devices were discarded, but I tested a catheter and it didn't retract properly, and I still have it.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a needle retraction problem was confirmed, and the cause appeared to be manufacturing related. One 18g insyte autoguard sample from lot #4152470 was provided for investigation. The sample was received with the safety mechanism activated. The needle tip was stuck in the catheter adapter. The position of the notch in the needle appeared to coincide with the septum. The notch and needle were within specification. The complaint appeared to be manufacturing related and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.